Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had fallen asleep while driving and had an accident. The customer stated that he does not know if it was diabetes-related. The customer then stated that the paramedics had removed his insulin pump and that he has not seen the insulin pump since. The customer further stated that he had a blood glucose over 600 mg/dl after he left the hospital and was now on manual injections. The customer added that he had suffered a fractured tibia, a concussion, and multiple cuts, and bruises. Nothing further was reported.